Manufacturer narrative:
At this time, the lead remains capped and implanted. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead was surgically capped and abandoned due to high pacing impedances greater than 2000 ohms. It was also noted that there were high pacing thresholds. A new ra lead was successfully implanted. No additional adverse patient effects were reported.